Event description:
It was reported that during a open liver resection procedure, the surgeon was using the device with no problem for about 40 minutes and then he realized that the active blade had sheared off. He was able to find the blade in the patient and remove it from the body. Another device was opened and worked fine. Procedure prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.